Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 75 mg/dl on the contour next link 2.4 meter. She ran a repeat testing on a non-ascensia meter and the reading was approximately 200 mg/dl higher compared to that obtained on the contour next link 2.4 meter. The specific reading obtained on the non-ascensia meter was not provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour next test strips from lot # 9apef07b were tested with the in-house contour next link 2.4 meter, which gave satisfactory performance.